Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation records received. Litigation alleges pain, emotional distress, elevated metal ions, metallosis, and destruction of tissue due to adverse local tissue reaction. Doi: (B)(6) 2009; dor: (B)(6) 2017. (Right hip).

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
After review of operative notes, the patient was revised for failed right tha with metal on metal hip, it was reported that there was tremendous/dense scar tissue identified, there was necrotic tissue consistent with adverse local tissue reaction, there was trunnionosis, the acetabular component was noted to be loose and there was a cyst in the anterior acetabulum.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. No code available (3191) is used to capture (device revision or replacement).

Manufacturer narrative:
(B)(4). Investigation summary this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.